Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin@home transmission. Upon review, the patient's right ventricular(rv) lead exhibited loss of capture. During interrogation on (B)(6) 2019, capture threshold on the rv lead had increased. Programming changes were made. It was noted that the patient is rarely pacer dependent. The patient was stable.